Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi-torque balance middleweight (bmw) universal ii guide wire was missing parts of its hydrocoating and a non-abbott device was unable to be advanced or retracted over this guide wire during use in patient anatomy. The guide wire and non-abbott device were withdrawn from the anatomy as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The missing hydrophilic coating and difficulties positioning and removing the device were unable to be confirmed however the physical property issue was able to be confirmed. Based on a visual, dimensional, and functional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.